Event description:
During procdure co-2 began to rise, dr. Attempted to flush the system. Unsuccessful. Soda lime was 50% blue, he switched the soda lime, unable to ventilate. Repositioned soda lime canister still unable to ventilate. Ambu bag. New anesthesia machine brought into room. Patient connected to new machine. Old machine sent to be checked by biomed. Everything ok after new anesthesia machine used. Anesthesia notified of problem with canisters per written communication. Other cannisters in stock checked by biomed - all seem functional per visual inspectiondevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, actual device involved in incident was evaluated, other, other. Results of evaluation: incorrect technique/procedure, absorber (co2). Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, other. Invalid data - on device destroyed/disposed of status.